Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in the in the patient for the endovascular treatment of a 72 abdominal aortic aneurysm. A non-mdt stent graft system was also implanted during the procedure and the endoanchors were implanted to treat a type ia endoleak. It was reported that the patient expired four years later. The cause of the event is currently unknown. No additional clinical sequelae were reported and the patient has expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.